Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via femoral artery utilizing ipsilateral approach. The target lesion was located in the left superficial femoral artery. After crossing a guide wire, a 6.0mmx100mmx150cm (4f) sterling balloon was advanced for dilatation. However, during the second inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a 6mm non-bsc device. No patient complications were reported.